Event description:
During cardiopulmonary arrest, defibrillator power switch would not engage properly, powered the monitor, green light visual however, the defibrillator would not deploy joules to the pt.